Event description:
It was reported that during insertion of the iol, the trailing haptic became kinked in the delivery device. According to the information received, the posterior capsule was damaged when the surgeon removed the iol.